Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused cancer due to the device. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In the previous report the allegation was file for "both and other" in outcomes attributed to ae which is now updated/corrected to "adverse event and other" in this report as per the pms reassessment evaluation. Additionally, health impact grid is also updated in this report.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused cancer due to the device. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The manufacturer received new and relevant information on 01/24/2025. The device was returned for lab investigation by pil, during the external and internal investigation it is observed that evidence of sound abatement foam degradation/breakdown was not observed in this device. Pil initiated therapy with the device and verified airflow, using a known good pil supplied power supply and ac power cord. Pil also observed customers humidifier heater plate did heat. Pil used a pil supplied known good heated tube on the customer¿s humidifier. Pil observed the pil supplied known good heated tube did heat. Pil also observed that broken ui (users interface) knob missing, the air outlet port had dust-like contamination in it, air inlet had tan dust-like contamination in it, pca had significant dust-like contamination all over the top of it especially near the ui (users interface) knob area, dust-like contamination on the top of the blower box lid and surrounding area, significant dust-like contamination on the top of the blower motor and inside of the blower box, bottom enclosure had dust-like contamination in it, air inlet seal had yellowed and had dust-like contamination on it and the sound abatement foam was intact and had significant dust-like contamination on top of it. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was most likely external to the device. Found 6 error was logged. The results of this investigation do not impact the calculated risks. Section g3 has been updated. In addition, appropriate code updated/corrected.